Event description:
The customer reported the battery was not charging. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery was not charging. There was no reported pt involvement. The philips engineer evaluated the ac power module and found the module is defective. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the module did not change the battery.